Event description:
Customer's mother reported having trouble getting the customer's blood glucose level down below 234 mg/dl. Caller reported that this has been an issue for several weeks. Blood glucose level was 248.4 mg/dl at the time of the call. During troubleshooting, caller reported seeing several small air bubbles in the tubing. Customer also reported that the insulin pump returned a no delivery alarm during troubleshooting. Customer was later able to get insulin to exit the tubing normally. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.